Manufacturer narrative:
A batch record review was performed to and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.

Event description:
It was reported the device leaked an unknown chemotherapy medication on an unknown date. There was patient involvement; however, no harm was reported. No additional information is known at this time.